Manufacturer narrative:
Product analysis :"visually confirmed a portion of the implant inserter interface nose returned for analysis. Microscopic examination of the fracture identified a fairly flat fracture with rays emanating away from the area of crack origination, indicating the direction of crack propagation. The fracture is located at the first thin-walled intersection nearest to the inserter attachment point, with rays emanating away from the area of crack origination. This suggests significant impaction force may have been utilized during the attempted insertion. The above observations are consistent with brittle overload during insertion as the mechanism of failure."

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that, intra-op, the implant broke. Product came in contact with the patient. No fragments of the implant remained in the instrument. No patient complications were reported. The peek graft broke when the surgeon impacted into the disc space. It broke where the inserter and graft was connected.